Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Unknown date of event between the implant date ((B)(6) 2019) and explant date (B)(6) 2020). Initial reporter telephone number: (B)(6). Manufacturer telephone number: (B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted and was explanted during a secondary surgical intervention. The material is not available for investigation. It was learned that, the halos do not disappear and his vision is out of focus from mid-distance to far away. Patient needs to press or rub his eyes. Close-up and computer vision is fine. Driving at night is not possible, impossible due to halos and poor vision. He also notices it when the days are not bright. He doesn't notice any difference between the two eyes, they are similar". After the replacement with competitor lens he is subjectively much better. No other information was provided.